Event description:
It was reported that the customer's blood glucose values had been up to the 400's mg/dl. It was reported that the customer believed it was due to a lack of insulin delivered. It was also reported that the customer had neuropathy in the feet and that with blood glucose over 150 mg/dl. The customer had pain. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.